Event description:
It was reported that the patient's device was explanted due to it being non-functional. The patient's device was programmed off four months prior to explant. The patient's device likely had sufficient battery life through the time of explant. No anomalies were observed in a programming history review. It was later reported that the patient had requested that her device be explanted after experiencing pain and an intolerance of treatment. No further information could be provided since the patient had not seen the surgeon for several years after her explant. The patient's devices were discarded after explant and were unavailable for analysis. No further information has been provided to date.